Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that a patient had come in with their device off following a complaint of change in therapy. The patient claimed to not have turned the implantable neurostimulator (ins) off themselves. Further follow-up is being conducted to obtain information about patient information, onset, troubleshooting, actions taken, cause and outcome. If additional information is received a supplemental report will be submitted.